Event description:
The suspect device result was 126 and 157 mg/dl. The user felt hypoglycemic and went to the ER. Their glucose was 57 mg/dl in the ER and patient was given tang and graham crackers. Controls were no used. The device was replaced and requested to be returned for evaluation.